Event description:
It was reported that x-ray imaging taken in the field revealed the one of the two implanted spinal cord stimulation (scs) leads had migrated outside the epidural space. Reprogramming efforts were successful, and the patient received adequate pain coverage from the lead that had not migrated. However, the patient was in need of magnetic resonance imaging (MRI) and underwent a revision procedure where the migrated lead was replaced. The patient did well postoperatively. The explanted lead was retained by the facility; as such, analysis could not be conducted in our laboratory and the serial number of the explanted lead could not be determined.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2352500. Model: sc-2352-50.. Serial: (B)(6). Batch: 7073339.